Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider", and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)", and it also advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."

Event description:
The customer reported on (B)(6) 2015 his blood glucose, carbohydrate intake and insulin history is as follows: time, bg (mg/dl), bolus (u): 09:51 am, "high" (>500), 15.0; 12:32 pm, "high", 15.0; 03:22 pm, "high", 15.0; 05:40 pm, "high", 15.0; 08:07 pm, "high", 15.0; 10:18 pm "high". The pod was then deactivated. He decided to go to the hospital and upon arrival he was placed on an intravenous therapy of insulin and fluids. He stayed in the hospital and was released on (B)(6) 2015.